Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment broke off and exposed the o-ring during an infusion set change. The patient's blood glucose at the time of incident was 497 mg/dl. No further details were provided regarding the high blood glucose. Troubleshooting was declined for the high blood glucose but performed for the insulin pump damage. The customer did not clarify the details of the damage. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked battery tube threads and partially broken off reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.